Event description:
This lead was implanted on (B)(6) 2001 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead's impedance measurements were increasing and its threshold has risen to 1.9@1.00. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).